Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly the patient had pericarditis one week post implant. There were no additional adverse patient effects reported. This rv lead was repositioned.